Event description:
Bard ventralex hernia patch lot 43bqd534 bard modified kugel hernia patchref. Lot 43eqd166 both of these devices were implanted in 2006. Approx 4 days after the surgery, I had extreme pain in my right groin and right testicle. The pain is down the inside of my right leg. The surgeon advised me to seek pain management. I have been on 150 milgrams of lyrica daily since my hernia surgery. If I maintain the regimen of lyrica, the pain is subdued but still extremely uncomfortable. I have lost some of the strength in my right leg. I can no longer enjoy sex. I have a limited income because of physical restrictions from these implants. I can no longer walk or sustain a full day of activities associated with my work. I have had two separate procedures to deaden the nerve in my right leg and to date neither have given me and relief from the pain in my right testicle or right leg. I recently tried to make an appointment with another surgeon to address my options in trying to repair or remedy my situation, he refused to see me. I would like to have these problems fixed, but I am afraid the damage is irreversible in my right leg.